Event description:
Patient's family member called lfs in 2004 and alleged that the meter would not power on. The battery would not stay in the battery compartment. Patient had to hold the battery down in order for the meter to turn on. The issue with the meter was not resolved. The patient reported that approximately 2 months ago the patient was feeling shaky. Patient attempted to test but the meter would not power on. Patient's family member was not sure if the patient's blood sugar was high or low, so family member took patient to the clinic. Patient's blood sugar was tested and the result was 46 mg/dl. The patient was given glucose and released when patient felt better. Although the patient suffered a serious injury, the meter did not contribute. The patient did not attempt to test on the meter until patient was symptomatic. The case is being reported as a malfunction.